Manufacturer narrative:
Date of event is estimated. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that something was not working because his symptoms were out of control/ no control and asked if there was something could be done or if the device could be reprogrammed over the phone. A return of symptom was noted. Patient did not feel stim while therapy was on. Patient was instructed in to increase amplitude during the call and reported feeling stim in the correct area. Patient was on program 3 and increased stim from 5.8 to 6.1v where he felt stimulation. Patient reported he felt stim initially when he increased during the call but did not feel stim as call went on. There were no further complications that have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.